Event description:
The physician reported that the patient was in the hospital with bradycardia and hypothermia. It was believed patient's hypothermia and bradycardia could be related to the vns. Diagnostics were within normal limits. The patient's generator was disabled and afterwards, the symptoms resolved. Therefore, it is thought that the vns at least contributed to the symptoms. The company representative who received the report indicated that it may have been possible that he misheard hypothermia and it may have something else that started with hypo. No further relevant information has been received to date.

Event description:
It was reported that a potential external factor contributing to the hypothermia and bradycardia was autonomic dysfunction of unknown etiology. The patient's hypothermia was known to be critical at 33 degrees c. The patient was provided heating blankets as a result. It was unknown if the hypothermia was related to the bradycardia. It was also noted that the patient stabilizes at times and has been hospitalized multiple times. No further relevant information has been received to date.